Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned. A visual inspection found a complete catheter detachment in the outer catheter. Therefore, the investigation is confirmed for detachment of the catheter. The user likely perceived the detachment as a break. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the damaged device. It is unlikely that the detachment is manufacturing related, as a 100% visual inspection for catheter kinks and blade nicks is performed. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Do not continue to use the balloon catheter if the catheter shaft has been bent or kinked. Potential adverse reactions the complications that may result from a peripheral balloon dilatation procedure include: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner packaging an alleged break occurred at the middle of the catheter shaft. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the inner packaging an alleged break occurred at the middle of the catheter shaft. Another balloon was used to perform the procedure. There was no patient contact.